Event description:
It was reported that the cartridge was intermittently damaged at the t:lock, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 650 mg/dl. Customer administered correction injection to address bg.

Event description:
It was reported that the cartridge was damaged at the t:lock, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 650 mg/dl. Customer administered correction injection to address bg.